Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an ear, nose, throat surgical procedure, nursing staff felt an electrical shock sensation and sustained a small superficial burn to the left thumb when the diathermy was activated before the diathermy was fully connected. At the time, the staff was preparing to plug the diathermy lead into the machine. The doctor activated the diathermy prematurely (via push pedal) without confirming readiness with the nursing staff, resulting in electrical energy discharging through an unintended conductive pathway, causing shock sensation and a minor burn injury. Nursing staff stated that mild discomfort to the left thumb but no loss of sensation. No other concerns. Activation was ceased immediately. Staff was assessed and supported immediately by medical officer. An electrocardiogram was performed and returned normal results. Staff member was advised to rest up, monitor for further symptoms. Machine was inspected to check for any damage/fault. No residual current device (rcd) tripping was observed for earth fault. The diathermy unit involved had a current valid test and tag cert prior to incident. No fault detected with the machine or power source. Machine was properly grounded.